Event description:
A high readings issue was reported with the adc device. Customer reported receiving a sensor scan result of 'hi' (reading >500 mg/dl) compared to an unspecified result obtained on the built-in reader and experiencing hypoglycemia and a loss of consciousness. Customer was unable to self-treat and had contact with a healthcare professional who provided treatment of glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.